Event description:
It was reported that the unit was not working, no other information was given. No adverse event reported.

Manufacturer narrative:
Reported complaint of "unit was not working" was confirmed. Platform indicates user advisory 45 (not at home position after power-on/restart), at power on. Encoder shaft was moved back to the home position to clear the advisory. Platform and no other issues. No adverse event reported.